Event description:
Boston scientific cardiac rhythm management (crm) received information that the daily measurement data and previous follow-up data except for the shock impedance measurements were missing on this cardiac resynchronization therapy defibrillator (crt-d). To date, there have been no adverse patient effects reported as a result of this observation.

Manufacturer narrative:
After discussion with engineering, boston scientific's technical services (ts) noted that the device may have undergone a software reset. A memory dump was performed and sent in for analysis. Analysis of this disk confirmed that the device performed a software warm reset on (B)(6), 2007. The cause of the reset cannot be determined from the save to disk. There is no indication of a compromise in device functionality. Approximately four years later this device was explanted due to normal elective replacement indicator (eri) battery status. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.

Manufacturer narrative:
Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.